Event description:
It was reported following deployment of an angio-seal device, oozing was noted. Manual pressure was applied to achieve hemostasis. An ultrasound performed the following day revealed a pseudoaneurysm which was treated with an injection (unk type). Blisters were present around the puncture site. Four days later, an ultrasound was performed and the pt was discharged home. The pt was reportedly recovering.